Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-jun-2018 with the following findings: during investigation, the battery compartment was cracked in the thread area. No evidence of moisture contamination was found inside the battery compartment. A leak test showed a leak at the battery compartment crack. The pump case was removed to find no evidence of moisture contamination inside the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture was located in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.